Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical ankle fusion procedure, the surgeon screwed the drill guide into one of the talar screws on the tibiaxys plate. When using the screwdriver, the drill guide cracked at the top and broke off. There was no adverse outcome for the pt.